Manufacturer narrative:
(B)(4). Device evaluation: one filled sample was received by baxter for evaluation containing no fluid in the reservoir. To verify the reported condition, the sample was filled with water. During filling, a back-flow (leak) was observed at the fill-port. No other source of leak was found on the sample. The sample was subsequently disassembled for examination. As a result, a tiny glass particle was found under the check-band. The root cause of the back-flow (leak) condition was caused by a glass particle introduced into the fluid pathway during fill without the use of a filter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. The device will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device was observed leaking. This occurred before the device was used on a patient; there is no patient involvement. No additional information is available.